Manufacturer narrative:
(B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated she was still having tremors. Customer spoke with her doctor's office and was not taken seriously. Thi representative advised customer to call 911 due to her condition not improving. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated feeling better without diabetic symptoms. Customer stated she called 911 due to her glucose levels being low. 911 instructed customer to drink orange juice and to call back if there was no improvement. Customer did not go to the hospital due to covid-19. Manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she felt uncomfortable with new replacement meter. A new case was opened regarding her replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is unknown. The customer did report symptom of shakiness. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/15/2021 and open vial date is a few days ago. The meter memory was reviewed for previous test result history. Customer only provided 3 results: (B)(6).